Event description:
Pt self tester reported the following: test results: inratio=0.9 and 2.2. Time between testing: 2 minutes. Punctured the finger two times for one test, to get enough blood. Used this same technique for his second test.

Manufacturer narrative:
Investigation pending.